Event description:
It was reported that the trulight 5000/3000 surgical light and cardanic arm fell off into the surgical field and onto a patient. No patient injury or medical intervention was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Further investigation is ongoing and results will be provided by a final report.

Event description:
It was reported that the trulight 5000/3000 surgical light and cardanic arm fell off into the surgical field and onto a patient. No patient injury or medical intervention was reported.this report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device is intended to be used to provide visible illumination of the surgical field or the patient. During the on-site inspection, baxter technician discovered that the flatted screw used to secure the retaining sleeve to the spring arm was missing. The retaining segment was still in the slot of the spring arm. The retaining sleeve was slid up and jammed on the sticker for the light numbering, exposing the locking segment. The light head was no longer held securely and fell down. According to the baxter technician, the product was serviced by the customer himself on february 24. It is very likely that the screw was forgotten to reinstall during maintenance by the customer. The inspection of the retaining segment is part of the maintenance and must be carried out every 2 years by a qualified service technician. (Specifications of IFU #2079185) although no injury occurred and the procedure was completed successfully, as reported by the customer, if the report of a light's screw from the lamp head mount fell were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable to the FDA.